Manufacturer narrative:
The main component of the system, other applicable components are: product ID: 3389s-40, lot# v010169, implanted: (B)(6) 2006, product type: lead.

Event description:
Information was received from a health care provider (hcp) via a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator for parkinson's dual and movement disorders. It was reported that in 2016, the patient experienced a sudden loss of adequate therapy and shocking in their right cervical area. An impedance test was performed and resulted in low impedances in the 200 ohms range. The following impedance values were reported: c <(>&<)> 2 = 229 ohms, and c <(>&<)> 4 = 2970 ohms. Electrode 2 was active and they could not program around it while electrode 4 was inactive. The environmental / external / patient factors that may have led or contributed to the issue included the patient exercising regularly; the lead/extension connection seemed to be inferior to the nuchal ridge. It was also noted that an exploration / possible revision procedure was scheduled for (B)(6) 2016. The issue was not resolved at the time of this report.

Manufacturer narrative:
This correction is being submitted as it was found that the 30 day box was not checked on the previous supplemental report. No other information is in need of update or correction.

Manufacturer narrative:
Concomitant products: product ID: 3389s-40, lot# v010169, implanted: (B)(6) 2006, product type: lead. Product ID: 748266, serial# (B)(4), implanted: (B)(6) 2006, explanted: (B)(6) 2016, product type: extension. Product ID: 748266, serial# (B)(4), implanted: (B)(6) 2006, explanted: (B)(6) 2016, product type: extension.

Event description:
Follow-up was received from a manufacturer representative stating that both extensions were removed along with the pocket adaptor on (B)(6) 2016, and replaced with new extensions. The representative reported a return of adequate therapy and cessation of shocking in the cervical region.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.